Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was not received however a retained sample was evaluated. Visual inspection and a gravity test were performed. No separation or leak was detected at the level of the tubing and the millipore filter. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pvc free administration set leaked. This occurred during priming. The reporter stated that there was a loose connection between the tubing and the filter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.